Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device produced a "short circuit" sound when charge to 200 joules. There was no reported patient involvement.